Manufacturer narrative:
The preliminary check of the mfg charts related to the lot number involved did not show any pre-existing defect on the stem impactor. The instrument is being returned to us, we will analyze it and then submit our final report.

Manufacturer narrative:
The check of the manufacturing charts related to the lot # of the instrument involved did not show any pre-existing defect on the stem impactor. We received no other signalings on this lot # of product, on a total of (B)(4) impactors manufactured with the lot # 200390253. The instrument has been returned to us, so we could analyze it. We verified that the breakage occurred at the beginning of the threaded part which is screwed onto the trial stem to allow its insertion and impaction in the humeral canal. It's possible that unexpected multi-axial forces have been applied to the thread of the impactor during this phase, contributing to the breakage. We performed a hardness test on the returned instrument ((B)(4)); the test gave an average hardness of 44 hrc on the surface near to the broken thread of the instrument. This value comply with those recommended by the astm a564 (minimum allowed 40 hrc) for the aisi 630 h900 heat treated. We don't know how many times this impactor has been used before breaking. We believe it has been used a high number of times, as it was manufactured more than eleven years ago (april 2003). This could have also contributed to the breakage over time, together with the onset of multi-axial forces during the impaction of the trial stem. This is the 2nd breakage reported of such instrument (model # 9013.02.300). Considering the total number of impactors manufactured with this model #, this gives an overall breakage rate of (B)(4). No corrective actions have been planned at the moment. Limacorporate will keep monitored the market.

Event description:
The tip of stem impactor snapped off inside trial stem during the impaction of the trial stem. Surgeon had to extract the broken piece in order to remove the trial stem. The process took approximately 70 minutes. The event occurred in (B)(6).

Event description:
The tip of stem impactor snapped off inside trial stem during the impaction of the trial stem. Surgeon had to extract the broken piece in order to remove the trial stem. The process took approx 70 minutes. The event occurred in (B)(6).